Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre reader was reviewed and the DHR showed the freestyle libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A batter/power issue was reported with the freestyle libre 2 reader. Caller reported a defective battery stating the battery "no longer loads". Third-party treatment was reported, however no further details were provided and attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A batter/power issue was reported with the freestyle libre 2 reader. Caller reported a defective battery stating the battery "no longer loads". Third-party treatment was reported, however no further details were provided and attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.